Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colon resection procedure, the tissue was clamped and the green light flashed. The device was then able to enter firing mode, but it did not fire. The previous shell was discarded, and a new one was used together with a new handle, but this time the green indicator illuminated and when pressed it did not swift to flashing. Another device was used to resolve the issue and complete the procedure. There was no patient injury.